Manufacturer narrative:
Alleged failure: shutdown during case. Confirmed failure: upgrade main board. Probable root cause: damaged front panel or touch screen. Front board or main board malfunction. Software malfunction - main board, front board, or receptacle board. Hf/rf interference. Cybersecurity attack. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source shut down twice during a procedure, resulting in loss of image. Please note, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source shut down twice during a procedure, resulting in loss of image. Please note, the procedure was completed successfully.